Event description:
It was reported that the pt had a total hip revision due to pain, breakage and loosening.

Manufacturer narrative:
Eval summary: no product was returned for eval. The device was in vivo for approx 4.5 years. The package insert and/or surgical technique contains statements warning that device fractures occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. The returned report indicates that the pt's activity level was high, and during a camping trip, they stepped into a hole and placed an considerable amount of weight on the hip, and experienced pain since that event. The combination of the pt's weight, activity level, and the event experiencing during the camping trip are probable contributors to the zmr stem fractured, however, this can not be confirmed with certainty. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation,the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.